Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.

Event description:
On (B)(6) 2013, the patient underwent the surgery with hoffmann 2 micro for a fractured ankle bone. After surgery, the surgeon found that the pin was broken. Therefore, the surgeon removed the pin from the patient on (B)(6) 2013.

Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2013, the patient underwent the surgery with hoffmann 2 micro for a fractured ankle bone. After surgery, the surgeon found that the pin was broken. Therefore, the surgeon removed the pin from the patient on (B)(6) 2013.